Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monoplus suture. The customer reported that the thread was degraded two-three days after the surgery. No additional data has been received to date. We assume that the patient was operated again to re-suture.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in stock in b. Braun surgical's warehouse and no samples are available from the customer for analysis. As there are no samples available or units in stock, we can only review the batch manufacturing record. This product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As stated in the warning note of the instructions for use of the product, "the user should be familiar with surgical procedures, when using monoplus®. The user must take into consideration that the risk of wound dehiscence may vary depending upon the site of application and the type of suture material used. [...] As monoplus® is an absorbable suture material, the surgeon should consider the use of supplemental non-absorbable sutures in the closure of the sites which may undergo expansion, stretching or distension, or which may require additional support." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.